Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified iliac artery that was 80% stenosed. A 12 x 40 mm armada 35 balloon dilatation catheter (bdc) was used and did not meet any resistance during advancement. However, during the first inflation, the balloon ruptured before reaching the nominal pressure of 10 atmospheres (atms) at approximately 8 atms. Therefore, another 12 x 40 mm armada 35 bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to confirm the reported rupture; therefore, a cause for the difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.